Manufacturer narrative:
The cause for the discordant troponin result is unk. No further eval of the device is required.

Event description:
A positive advia centaur troponin ultra result was obtained on a pt sample. The result was released and the pt was admitted to the ICU. The same pt had a second draw and the result was negative. The initial result was questioned by the physician and the sample was repeated in duplicate. Both results were negative. There was no report of adverse health consequences due to the discordant troponin ultra result.